Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13j02019 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced bacterial peritonitis. The same day, the pt was hospitalized for the event and began treatment with vancomycin (1gm, frequency not reported) ip for peritonitis. The cause of the peritonitis was unknown. Three days after admission to the hospital, the pt was discharged. On the same day, vancomycin therapy was discontinued and the pt was recovered from the peritonitis event. Pd therapy was ongoing. On an unreported date, the pt was retrained on aseptic technique. Additional information was requested but was not available. This is report 3 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as(B)(4).